Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was noticed to have frayed wires. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of frayed cables cannot be confirmed. Visual inspection shows drive cables are not damaged at the distal end. Instrument placed on is3000 system and driven. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. No physical damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.